Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient was not reoperated. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what point in the firing did the staple lock? Did the staples form correctly? Was this the first firing of the device? What is meant by re-operate? What was done to address the issue in the initial procedure? What was the adverse patient consequence? What was used to complete the procedure? Was the post-operative care altered in any way? After the stapler locked were they able to open the stapler to remove it? Was there a secondary procedure?

Event description:
It was reported that during a rectosigmoidectomy procedure, the stapler system locked and it was not possible to do the stapling, had to re-operate. Another like device was used to complete the procedure. One device will be returned. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.